Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and/or allergic reaction.¿ number 8 states, " dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 11 of 12 mdrs filed for the same event (reference 1825034-2014-05567 / 05578).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 11 of 14 mdrs filed for the same patient (reference 1825034-2014-05567 / 05538 & 2016-01939 / 01940).

Event description:
It was reported in operative notes received that patient underwent a hip revision procedure fifteen (15) days post-implantation due to infection, fracture extension and loosening of competitor plate and screws. During the procedure, draining sinus, a seroma and necrotic tissue were noted. The modular head and proximal femoral component were removed and replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty with competitor products on an unknown date. Subsequently, patient was revised to a biomet total hip on (B)(6) 2013. Patient underwent a revision procedure on (B)(6) 2014, due to a femoral fracture, a fractured synthes plate and infection. Subsequently, patient was revised on (B)(6) 2014 due to dislocation. On (B)(6) 2014, patient was revised due to dislocation and underwent irrigation and debridement due to infection.